Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 260 mg/dl with trace ketones. The customer took a correction bolus. During troubleshooting with tandem technical support, air bubbles in the tubing were noted. The customer was able to expel the air bubbles successfully.